Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8711, lot# j0056642r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
It was reported the health care provider (hcp) was trying to program the pump with a priming bolus thinking the pump tubing and catheter were empty, however the programmer showed an error when attempting to do the update. Since the pump was never updated completely, the patient did not get the bolus that was programmed. A single bolus was then programmed and the pump was successfully updated without incident. The system was being used to deliver clonidine and morphine (unknown).